Event description:
A complaint was rec'd that when using a medisense blood glucose monitoring device, the consumer rec'd a higher capillary reading of 78 mg/dl when compared to a venous lab test of 56 mg/dl. When the values were plotted onto a clarke error grid, the results fell into the "d" zone which is considered to be clinically significant. There was no report of death, serious injury or malfunction associated with the event.